Manufacturer narrative:
Insulin pump passed the displacement, rewind and basic occlusion test. Unable to prime during prime test due to faulty force sensor resistor. Motor was tested outside the device and passed. No motor error alarm noted. Device received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.

Event description:
Customer stated that she had been experiencing low blood glucose. Blood glucose value was 89 and 73 mg/dl; she treated with food. Customer reported that while performing the high pressure test, the insulin pump alarmed motor error. The drive support cap is normal. Customer was disconnected during the rewind/prime sequence. The reservoir is showing the same amount of insulin as shown on the status screen. Customer stated the pump was not exposed to a magnetic field. Customer does not use the sensor feature and she is able to complete the rewind sequence. Nothing further reported.